Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-feb-2017, an fse visited the customer to address the reported event. During servicing, fse found the tip detach chute loose and a tip jam that had been resolved by pushing the tip down with a wire hanger. Fse removed and cleaned the tip chute and metal chute underneath. The detach plate stand was tightened and an adjustment was done to get the macro to test normally. Fse then performed a sorter adjustment for the dispense lane, stc lane, and x and y cup on all shelves. The customer was able to run controls without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a jammed tip chute.

Event description:
On (B)(6) 2016, a customer reported error 4224 (main arm z axis limit overrun) with their a1a-2000 analyzer. The customer reported that the unit was down even after troubleshooting with technical support. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetoprotein (afp) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.